Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing process. The blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. The customer stated that the insulin pump may have been exposed to a strong magnetic field inadvertently, since she had been to the emergency room for an issue unrelated to diabetes. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had minor scratches on lcd window, cracked case near display window corners and battery tube threads cracked.